Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.

Event description:
It was reported that a patient felt like their implant battery had moved. The patient contacted their physician and stated that they also felt a tugging sensation under their skin. The physician thought it could be from the battery being displaced and pulling on the lead. X-rays were done and confirmed that the patient's implant battery had shifted in the pocket. A pocket revision was done on the patient which was successful. Following the procedure, the patient reached out to their representative and advised they are still experiencing the tugging sensation and tenderness when they touch their sacrum. The patient has contacted their physician also concerning this issue for next steps. No further patient complications were reported. No further information has been received to date.